Manufacturer narrative:
Service center technician to look at unit. Stayed in hospital for 3 days for hear issue.

Event description:
Riding unit from one room to another and when in a doorway lost balance to left and caught left foot under left wheel of unit.